Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) of batch number 02c1301154 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. No corrective action can be established at this moment since the defective sample or a picture of it are available for eval. Customer complaint cannot be confirmed due to lack of product sample to performed a proper investigation and determined the root cause. If the physical sample becomes available this complaint will be reopened.

Event description:
The complaint was reported as: the customer alleges that the device was not able to produce any mist. No report of a pt injury.